Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092209) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('ongoing health issues/device explant on (B)(6) 2019') in a female patient who had essure inserted. Concomitant products included benralizumab (fasenra) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion disability). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the event. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092209, on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('ongoing health issues/device explant on (B)(6) 2019 in a female patient who had essure inserted. Concomitant products included benralizumab (fasenra) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the event. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.